Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise was observed on atrial and ventricle channels. Lead to be evaluated further in office. Lead remains implanted.